Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced.